Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h6, h11. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: corrosion on the electrical contacts of the video connector, scope mount and free-lock lever and air leak in the video connector and scratch on the main unit. And scratch on the cable sleeve on the main unit. A definitive root cause could not be identified. Based on the results of the investigation, the most probable cause of the reported issue was attributed to an electronic component failure. Additionally, the most likely cause of the malfunctions identified during device evaluation was also traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Event description:
It was reported that the autoclavable camera head had image distortion when connected. The issue was found during an inspection for use. There were no reports of patient involvement.

Manufacturer narrative:
E1 - initial reporter establishment name: (B)(6) medical center. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.